Event description:
Device 2 of 3. Ref MFR reports: 1627487-2012-02892 and 1627487-2012-02894. It was reported the pt was unable to turn her stimulation on since the amplitude auto-reduced. Diagnostic testing revealed invalid or low impedance readings on multiple lead contacts. It was reported the pt was reprogrammed using the valid lead contacts and effective stimulation was achieved. F/u identified the physician decided to replace the pt's leads. The two leads (device 1 and 2) were explanted during the procedure. The physician attempted to implant a replacement lead (device 3) but could not advance the lead due to scar tissue. The physician removed the remainder of the system and referred the pt to a surgeon for a paddle implant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.